Manufacturer narrative:
A replacement pump was sent to the customer. In followup with the customer on (B)(6) 2017, the customer stated that she was diagnosed with mastitis in the middle of (B)(6) and prescribed an antibiotic for 10 or 14 days, she doesn't remember. The customer also stated her mastitis is completely resolved and the new pump is working great. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in ir14-(B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2017, that she had low suction with her pump in style advanced. She also stated that she had mastitis.